Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited an interrogation problem, it was noted that there was a telemetry interruption. Programming changes were performed. The patient was in stable condition.